Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2016 that they had been in contact with their pain health care professional (hcp). The hcp told the patient to get a hold of a manufacturer representative to have the device jumpstarted. The ins was needed and the patient needed to see if could be restarted. It was reported that this had all started well-over a year ago. There were no patient symptoms reported.

Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for chronic low back pain and spinal pain reported via the manufacturer's representative (rep) they needed assistance with turning their system on. When the rep. Met with the patient the device was unable to be read and was overdischarged. It was noted the patient had been non-compliant with recharging and reeducation and changes in programming were done on multiple occasions. After multiple failed attempts at restarting the device, the patient and rep. Agreed the device had been overdischarged too many times to restart, and was unable to be restarted at this point. The device was in power on reset (por). It was noted the por was cleared and reset on two other occasions, (B)(6) 2015. Currently the issue was not resolved, but no surgical intervention was planned or took place.